Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 138 mg/dl. The customer continued to use the pump for insulin therapy and had injections available.